Manufacturer narrative:
Test strip lot # 1020213252, expiration date: 09/2015. Control solution lot # 1030307306, expired 05/2010. The meter and test strips will be returned for evaluation.

Event description:
A consumer called into customer support reporting "... High blood glucose results this morning..." It was reported to nova biomedical that a consumer received a result of 402 mg/dl this morning at 6:43 am on her blood glucose meter. According to the consumer, she administered 5 units of insulin based on that result.